Event description:
It was reported that the battery depleted prematurely, and that the output was high at 6v @ 1 ms. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device was removed from legal hold and analyzed. The results determined the device had reached normal battery depletion.